Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the 5.5mm full radius bonecutter blade was creating metallic flakes. The shred/flaked material was retrieved from the patient, but is unknown how was removed. The procedure was completed without surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the flakes were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection revealed the device was returned outside of original packaging. The distal tip of the blade revealed a portion of the inner blade had been damaged. Another bag with a sliver of the blade returned that had been detached from the inner blade. A functional evaluation revealed the blade rotates clockwise, counter clockwise, and oscillating without excessive noise. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.